Event description:
It was reported that the husband requested assistance with obtaining the customer's insulin pump settings from the old insulin pump to transfer into the new device. Assisted the husband with the request. During the call, the spouse mentioned that the customer will call back when she is out of the hospital since she did not have the transmitter with her. The blood glucose reading was 236mg/dl. The spouse stated that the customer is in the hospital related to diabetes and due to acute renal failure because of a large kidney stone. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.